Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported there was no communication between the c-arm and the workstation. No pt injury was reported.